Event description:
On (B)(6) 2010 a doctor reported that a post broke during a procedure. The post was placed in tooth #7 and the post and temporary crown were cemented with maxcem elite. The post had been in place for approximately 2-4 weeks, after which it broke at the gingival margin.